Event description:
It was reported that the device was stuck on the guidewire. A 2.1mm jetstream xc catheter was selected for use in an atherectomy procedure to treat peripheral artery disease in the distal anterior tibial artery. The 80% stenosed target lesion was mildly calcified in non-tortuous anatomy. During the fourth pass, the jetstream adhered to the non-boston scientific guidewire. The jetstream was not able to advance or rex. Both the jetstream and the guidewire had to be removed as one unit. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported.